Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high defibrillation impedance on the right ventricular (rv) lead was noted. A test shock of 5j was delivered to evaluate the integrity of the lead. The leads defibrillation impedance returned to a normal value. No further intervention was performed at this time. The lead will continue to be monitored, and the patient was stable with no adverse consequences.